Manufacturer narrative:
The defective u1 created the low leak-co2 rebreathing risk (B)(4).

Event description:
The field service engineer reported a low leak co2 rebreathing alarm. No patient involvement.